Event description:
(B)(4). Ever since the implant of essure in 2009 I have had within months: depression and anxiety that I have never had, now medicated. Weight gain of (B)(6). Not doing anything different. Very uncomfortable, cramping like never before. Hair loss.